Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, to update the device evaluated by MFR and to provide the completed investigation results. One used 6fr angio-seal vip was received for evaluation. The device was returned with the arteriotomy locator. Neither the anchor nor the collagen was returned for analysis. No other accessory components were returned for analysis. Visual inspection revealed that the hemostasis sheath was mated with the carrier tube assembly in the rear lock position. The deployment sleeve was into the full rear lock position exposing the color bands. A cut was observed at the proximal end of the carrier tube with the hub. The anchor, collagen, tamping tube were not returned for analysis. The tensioner was removed to determine if possible suture lockup had occurred. Several turns of suture were present within the plastic tensioner. No gross anomalies were noted with the tensioner. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the proximal end of the carrier tube with the hub may have been caused by manually cutting the tube post insertion. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Additional patient information: patient was an elderly overweight female. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device used on the patient; see MDR no. 3013394970-201-00078 for the first device reported that was used on the same patient.

Event description:
The user facility reported a suture lock up while using an angio-seal device. Additional information was received january 28,2019: the procedure performed was a bilateral sfa (superficial femoral artery) angioplasty with a 6f sheath in both groins. Ultrasound was used for a puncture, so no pre deployment angiogram was required. There were no problems with the punctures or the procedure. No other devices were used. There were no issues with the deployment. The puncture was sealed with the angio-seal using the standard bailout procedure for suture lock up. Hemostasis was achieved with the angio-seal. There was no health damage to the patient.